Manufacturer narrative:
A root cause could not be determined with the information provided. Additional data were requested but not provided. The calibration and quality control were within range. A general issue with the instrument or reagent was not likely. The raw data showed that there was a lower rate of pipetting of the first results, leading to higher concentrations.

Event description:
The customer alleged they received questionable vancomycin results for one patient on their integra 800 analyzer. The customer stated the discrepant results were not reported outside the laboratory. The patient's samples were reloaded and repeated twice with very different results. The customer stated the "good results" were reported outside the laboratory. The patient's initial vancomycin result was 31.32 mg/l. The repeat results were 13.62 mg/l and 13.78 mg/l. The patient had another sample drawn and the initial vancomycin result was 35.30 mg/l. The repeat results were 15.97 mg/l and 16.20 mg/l. There were no adverse events. The vancomycin reagent lot number was 684016. The expiration date was requested but not provided.

Manufacturer narrative:
This event occurred in (B)(6).